Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal baclofen 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 450mcg/day. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump had been empty in the past. The hcp decided not to fill the reservoir back up with drug according to the patient's family's wishes, and was contemplating replacing the pump. The date of event, event context, drugs in the pump at the time of the event, other medications, pertinent medical history, patient symptoms, potential causes that may have led to the empty pump, troubleshooting/diagnostics, actions/interventions taken, patient outcome, were not reported. Follow up was being conducted to obtain this additional information. If additional information is received, a follow up report will be sent.